Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that cardiosave intra- aortic baloon pump (iabp) had out-of-box failure. There was no patient involvement or adverse event reported. This issue has been escalated here with quality assurance and supplier quality, and I just returned from a meeting to discuss the next steps moving forward on this issue. The issue appears to be related to the valve on the disposable helium tank 0202-00-0104. The location of the holes used to align the tank to the yoke on the regulator are out of tolerance. The thing that makes this difficult is depending on the location of the alignment pins on the regulator, the tank may fit one regulator which has pins located a few thousandths one direction, and not fit another regulator which has pins located a few thousandths the other direction, despite both regulators being within the required tolerance. In order to remedy this situation today for the customer, I would suggest providing them with a new refillable helium tank. The regulators in your possession should correctly align with all other available helium tanks other than the 0202-00-0104 disposable tank. In the interim, we are going to work on remedying the issue with the disposable tank.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) newly ordered high pressure helium regulator spare part does not fit. There was no patient involvement reported.